Event description:
A physician, an allergy and immunology specialist called to submit a report about the covid-19 test kits that are supplied by the government which gave false negative more than once. The reporter took a test using celltrion diatrust covid-19 test kit, which was provided by the government that has an expiration date of 1/16/2023. The result was negative. The same day, he took another test using the cvs, flowflex covid-19 test kit and he got a positive result. The following day, he took another test using celltrion diatrust covid-19 for the second time and the result came negative. The same day, he took another test using the cvs flowflex covid-19 test kit and he got another positive test. He said both celltrion diatrust covid-19 test kits, that are supplied by the government failed. He wanted to know how FDA is handling these situations, since thousands of people including his patients are getting false negatives and caring for other immune compromised people and pass the virus. Ref report: mw5147282.